Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue ip custom room rack and confirmed that the screen was flickering due to an issue with the avc-x component. The technician reprogrammed the avc-x component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the screen connected to their hexavue ip custom room rack was flickering. No report of injury.